Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis would no longer inflate, leading to surgery. Upon removal, a fluid leak at the pump tubing was observed. Therefore, all components were removed and replaced. There were no patient complications.